Event description:
The complainant reported that the impella cp had high purge pressure and purge system blocked alarm. Motor current was in range. Purge lysis protocol was administrated successfully. It was further reported that the transparent ring from the dilatator remained on the peel-away sheath. The physician commented that if the sheet didn't have peeled, the ring wouldn't have been noticed. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of high purge pressure and introducer damage ¿ mechanical has been completed. High purge pressure: impella cp was returned cut on catheter and patient cable side was not returned. No biomaterial was present on returned pump. Data logs were reviewed and lt logs showed a gradual rise in purge pressure over approximately 10 hours. No motor current spike is present prior to purge pressure rise. Purge pressure remained high for only a short while before slowly resolving back to normal range. Clinical details noted that purge pressure was increasing with a drop in purge flows, tissue plasminogen activator (tpa) was administered and purge flows and purge pressure were able to resolve. The root cause of the high purge pressure was most likely due to biomaterial build-up as it was able to be resolved with tpa. Introducer damage - mechanical: no introducer or patient cable side of pump were returned for evaluation. Clinical details noted that the clear plastic connector came disconnected from the dilator and remained connected to introducer after dilator was removed. Clinical details noted no excessive force was used when removing dilator from introducer. The root cause of the introducer damage - mechanical could not be definitively determined as no product was returned for analysis. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27406. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27406.